Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilation. However, during the first inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a 2.5mm x 20mm coyote balloon catheter. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning at the distal edge of the distal markerband and extending approximately 19mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilation. However, during first inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a 2.5mm x 20mm coyote balloon catheter. No patient serious injury or adverse event were reported.